Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the system was not in clinical use when the issue was identified. The field service engineer (fse) visited onsite and checked the problem reported by the customer. Upon troubleshooting, fse found problems with the ippc. To resolve the problem, fse reloaded the os, applications, and storage disk. After repairs were completed, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was turned off suddenly. No harm was reported to philips. Philips has started an investigation of this complaint.